Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm. Customer stated their numbers were also ramping. The customer's blood glucose was around 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad trace. No scrolling number display anomaly noted during testing. No moisture damage on electronics noted. The device had minor scratched display window and cracked reservoir tube lip.